Event description:
A customer reported to beckman coulter, inc. (Bec) that unicel dxi 800 access immunoassay system generated a higher than expected thyroid stimulating hormone (access htsh) result for one patient. The result was inconsistent with other tsh results. The customer was also getting no value ind flagged results. The erroneous result was not reported out of the laboratory. Subsequent testing on the same and on an alternate instrument produced tsh results below the normal reference range for the patient. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The sample was collected in and analyzed from a 7ml serum tube with a gel separator.the customer centrifuges samples on the automation line for ten minutes at room temperature. The exact centrifugation speed has not been supplied to date. Per the customer supplied qc information, all three levels of tsh qc were within the established ranges on the day of the event. A routine system check was performed on (B)(4) 2011, and the results passed within instrument specifications. On (B)(4) 2011 two precision tests were performed, one at the lower level of the assay (0.82 uiu/ml) and one at the higher end of the assay (26.9 uiu/ml). All results passed well within the stated precision claim of <= 7%. Service was dispatched on (B)(4) 2011 for this event. The field service engineer (fse) performed a 100 replicate level sense test for the sample probe and all four reagent pipettors. All testing passed within instrument specifications. While verifying alignments, the fse discovered that the sample probe horizontal and vertical alignments were out of specification. The fse made the necessary adjustments to the alignments and reran the verification testing; no issues were noted. The fse then performed precision testing on all of the reagent pipettors which passed within specifications. The fse recalibrated all of the pressure sensors and ran the special clean procedure. Although service addressed some hardware issues, a definitive root cause has not been determined to date for this event.